Manufacturer narrative:
Additional information was received that there is no further course of action at this time.

Event description:
A report was received that the patient's scs had been nonfunctioning and it was causing him a lot of pain. It was also reported that the patient was experiencing headaches. The patient will undergo an explant procedure.

Event description:
A report was received that the patients scs had been nonfunctioning and it was causing him a lot of pain. It was also reported that the patient was experiencing headaches. The patient will undergo an explant procedure. Additional information was received that the patient underwent an explant procedure and was doing well postoperatively. All device components were explanted and were discarded.

Manufacturer narrative:
D7: explant date: 2018. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 17203652 / 17317392.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's scs had been nonfunctioning and it was causing him a lot of pain. It was also reported that the patient was experiencing headaches. The patient will undergo an explant procedure.